Event description:
A pt reported experiencing inaccurate high results with a lifescan meter. The pt's blood glucose results were 17 mg/dl vs. 80 lab. Tests were done within 21-30 minutes with a difference of 77 mg/dl. Pt did not experience any adverse events. No further info has been reported.